Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient passed out from hypoglycemic shock 8 days after the sensor was put on the abdomen. The patient uses beta bionic ilet pancreas system. A bystander called an ambulance, and the patient was transported to the emergency department (ed). Upon arrival at the emergency room, the paramedics measured the patient¿s blood glucose (bg) using a meter, which read 30 mg/dl, while the cgm was 72 mg/dl. During the emergency room (ER) visit, the patient suffered a seizure and remained unconscious for approximately 10 minutes. Reversal of hypoglycemic shock was not documented. Medication for other conditions was given. He remained in the ER for about five hours and was discharged around 4:00 pm with a bg meter reading of 130 mg/dl and a cgm reading of 242 mg/dl. Attempts to calibrate the sensor in the ER were unsuccessful. After returning home, the patient continued using the same sensor but encountered an issue when trying to insert a new one, as the wire was looping through the insertion hole. The patient reported feeling exhausted at present and mentioned taking 1500 mg of tylenol the previous night around 9:00 pm, although he was uncertain about the exact dosage. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The reported glucose values fall within the b zone of the parkes error grid was taken prior to ER discharge. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.